Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge leaked from the septum. The customer's blood glucose level ranged from 221-222 mg/dl. Reportedly, the customer loaded a new cartridge to resolve the issue.